Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as nov 10, 2017 on the initial report. It has been updated as nov 9, 2017. Please note that the manufacturing name information was inadvertently documented as (B)(4) of the initial medwatch report. The contact facility name was inadvertently documented as depuy synthes power tools of the initial medwatch report. This information has been updated to depuy synthes products llc in this medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit of the small battery drive device was not functioning and defective. It was noted that the controller was dead and the motor was worn out. It was further determined that the device failed pretest for check off/oscillation/on switch mode function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.